Event description:
This complaint is from a literature source. The following literature cite has been reviewed: shah vi, upadhyay s, shah k, sheth a, kshatriya a, patil j. Proximal fibular resection improves knee biomechanics and enhances tibial stress fracture healing in patients with osteoarthritis with varus deformity: a prospective, randomized control analysis. Arthroplasty. 2020 apr 14;2(1):11. Doi: 10.1186/s42836-020-00030-y. Pmid: 35236433; pmcid: pmc8796414. Objective and methods: authors evaluated the functional outcome of single-stage total knee arthroplasty using long-stem tibial component with proximal fibular resection (pfr) for patients with knee osteoarthritis with varus deformity associated with tibial stress fracture. 61 patients were randomized to control and study groups, the study group members receiving pfr as part of their treatment. All patients received depuy pfc sigma ps cemented fixed bearing total knee replacements, with modular tibial stem component that provided proximal/distal fixation with respect to the stress fracture present. Supplemental lateral dynamic compression or locking plates were used in some cases to provide derotation stability of the stress fractures. All patients were followed at 1, 3, 6 and 12 month(s) after surgery. Standard a/p and lateral weight bearing knee x-rays were analyzed, and womac function and the vas pain scores were used to assess the functional outcomes. Results: the womac total score and the mean vas score were significantly better in the study group with pfr than in the control group. All fractures were successfully united in the study group, whereas the control group experienced 16 patients with delayed union and five had established fracture non-unions requiring further interventions. No revision of depuy components was required in either group. There conclusions were that total knee arthroplasty with pfr for knee arthritis with varus deformity associated with tibial stress fractures restores limb alignment, improves biomechanics, enhances fracture healing and provides excellent functional outcome. 16: delayed fracture unions. 5: fracture non-unions.

Manufacturer narrative:
Product complaint # (B)(4). This complaint is from a literature source. T shah vi, upadhyay s, shah k, sheth a, kshatriya a, patil j. Proximal fibular resection improves knee biomechanics and enhances tibial stress fracture healing in patients with osteoarthritis with varus deformity: a prospective, randomized control analysis. It is too large to be attached to this medwatch as it will cause data error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this reported event was not returned. Available xray evidence included in the study was reviewed. No failure of any depuy product can be observed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.